Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the associated defibrillator failed self test using these electrode pad. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during incoming inspection, the electrode pads were crumpled/damaged. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: the electrode pads were returned to zoll medical corporation for evaluation. During evaluation to determine root cause, the technician observed the reason for the self-test not working was that the self-test wire became disengaged. The electrodes are only nine months old, but the packaging was heavily crumbled indicating that they were not stored correctly, which caused the wire to disengage. The electrodes were scrapped. The electrodes were scrapped and replacements were sent to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact.